Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a unknown procedure on 2010, the patient prosthesis broke while standing, due to this situation the patient had a revision surgery. Patient outcome is unknown. No further information was provided. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.